Event description:
A customer contacted baxter's technical service center to report a system error (se) 2240 alarm while on the homechoice (hc) device during dwell 4/5. The homepatient (hp) was not able to see the serial number (sn) because they are legally blind. The technical service representative explained the alarm. The hp said the supply fell and disconnected. The hp would have the nurse (rn) call when she comes. The hp to disconnect himself and leave the hc for the rn to end therapy. The rn called for assistance to end therapy and gave the sn. The rn powered on, at the end therapy. The tsr assisted to end therapy. Product surveillance contacted the hp's rn regarding the se. The rn stated that he just saw the hp yesterday and his fluids were clear and the hp was fine.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed during product evaluation as a depleted battery alarm. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced at the facility, by a baxter service technician, to correct this condition. Should additional information be received, a follow-up medwatch will be submitted. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a battery issue. According to the facility, it is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as a depleted battery alarm and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available. The user interface module software version of this device is currently unknown.

Event description:
Reporter alleged obtaining a result of 326 mg/dl on compact plus system 1 compared back to back with a result of 126 mg/dl on another unspecified compact plus system 2 when testing was performed within 10 minutes. Reporter stated that he took his normal medications which include 6 units of novolog about 1 hour prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
(B)(4).this device is currently in the process of being evaluated at the facility. A follow-up medwatch will be submitted upon the receipt of evaluation results or if any additional information becomes available.